Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose value was 473 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with the insulin pump. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer reported that the insulin pump will not give insulin due to they not select fill or done for priming to be completed. The device will not be returned for analysis.